Event description:
It was reported that during a lead replacement procedure on (B)(6) 2021 the l3 lead fragmented during procedure and a portion of the lead was left in the patient. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.